Event description:
Customer alleges that screen blanks out intermittently on power-up. No reported pt involvement. Service rep could not duplicate reported condition. Proper operation of the device was confirmed.